Manufacturer narrative:
Other, other text: h2: a1, b5, h6 (patient code). H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there were "power down pump power up" messages. A functional check was performed and the reported issue was unable to be duplicated. It was recommended that the software be reinstalled as a preventative measure.

Event description:
Additional information was received indicating that there issue occurred during testing and there was no patient involvement.

Event description:
Information received indicating that the cadd solis vip lost power suddenly. The reporter stated the pump had difficulty loading library and testing. No adverse effects reported.